Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium'), device expulsion ('migration of essure device location of device: uterus') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 26-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)" on (B)(6) 2013. The patient's concurrent conditions included genital labial cyst, fulguration and spinal column stenosis. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain female. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problem, condition: depression") and anxiety ("psychological or psychiatric problem, condition: anxiety"). On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), 10 months 11 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("genital bleeding"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (tubal ligation and removal of essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, depression, anxiety, urinary tract infection and post procedural complication outcome was unknown and the device expulsion, pelvic pain and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: apparent bilateral essure devices one in the expected location of the left fallopian tube but the other one may be malpositioned or displaced in or into the myometrium. 3 weeks post operatively hysteroscopy for misplaced essure coil. Right side-3, left coil -2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2013: total bilateral occlusion.. Pregnancy test urine - on an unknown date: pregnancy. Lot number: a45112 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc (product technical complaint). Ir ticked since the essure removal date was (B)(6) 2014. Fup 9 and fup 10 processed together. On 14-may-2020: plaintiff fact sheet was received. Events onset date were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium'), device expulsion ('migration of essure device location of device: uterus'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 26-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)" on (B)(6) 2013. The patient's concurrent conditions included genital labial cyst, fulguration and spinal column stenosis. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain female. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 10 months 11 days after insertion of essure. On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problem, condition: depression") and anxiety ("psychological or psychiatric problem, condition: anxiety"). The patient was treated with surgery (tubal ligation and tubal ligation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, embedded device, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: apparent bilateral essure devices one in the expected location of the left fallopian tube but the other one may be malpositioned or displaced in or into the myometrium. 3 weeks post operatively hysteroscopy for misplaced essure coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2013: total bilateral occlusion.. Pregnancy test urine: on an unknown date: pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: quality-safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium'), device expulsion ('migration of essure device location of device: myometrium/uterus'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a (B)(6) female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)" on (B)(6) 2013. The patient's concurrent conditions included genital labial cyst, fulguration and stenosis. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain female. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 10 months 11 days after insertion of essure. On an unknown date, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problem, condition: depression") and anxiety ("psychological or psychiatric problem, condition: anxiety"). The patient was treated with surgery (tubal ligation and tubal ligation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, embedded device, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: apparent bilateral essure devices one in the expected location of the left fallopian tube but the other one may be malpositioned or displaced in or into the myometrium. 3 weeks post operatively hysteroscopy for misplaced essure coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on an unknown date: pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received: case become incident. New event: pregnancy with contraceptive device, miscarriage, device ineffective, abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, device expulsion, embedded device were added. Concomitant drug, reporter information, lab data, onset data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium'), device expulsion ('migration of essure device location of device: uterus') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 26-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)" on (B)(6) 2013. The patient's concurrent conditions included genital labial cyst, fulguration and spinal column stenosis. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain female. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), 10 months 11 days after insertion of essure. On an unknown date, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problem, condition: depression"), anxiety ("psychological or psychiatric problem, condition: anxiety"), genital haemorrhage ("genital bleeding"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (tubal ligation and removal of essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, depression, anxiety, urinary tract infection and post procedural complication outcome was unknown and the device expulsion, pelvic pain and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: apparent bilateral essure devices one in the expected location of the left fallopian tube but the other one may be malpositioned or displaced in or into the myometrium. 3 weeks post operatively hysteroscopy for misplaced essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on an unknown date: pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: genital bleeding, uti, post procedural complication were added. Outcome for pelvic pain, genital bleeding and migration updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.